Event description:
The patient developed an intracranial hemorrhage after a head strike. He is therapeutically anticoagulated for a ventricular assist device (vad) placement. The patient fell after a syncopal episode. The patient had his anticoagulation reversed and subsequent head CT scans revealed a stable area of bleeding.